Event description:
It was reported in (B)(6) 2012 that the patient felt they were being locked out of being able to give themselves a bolus dose when they felt they should be able to receive it. About 9 days later the patient reported withdrawals because the ptm was not giving the correct amount of boluses. The patient indicated that he only gets 6 boluses and not 8. It was noted that the settings were: 8x/day,1x60m, and 4/8 hrs. The last bolus request was denied and the time remaining showed the patient would be locked out until midnight. It was reported that the health care provider was trying to wean him down and the patient thought the hcp was too aggressive as the patient relied on the boluses for pain relief. The patient reported that he would be in withdrawals now because he could not get a bolus and it would force him to take oral medication until he can bolus at midnight. The patient reported that they would need to take all the boluses in the morning and would be in the same boat again tomorrow. The patient planned to see the hcp on tuesday for a refill. The pump was used to deliver fentanyl, clonidine, bupivicaine, and baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient went into the emergency room (ER) around 3 to 4 am on (B)(6) 2012 with an alarming pump and "tremendous pain". The patient was given oral dilaudid for the pain and was discharged before telemetry of the pump could be performed. It was unclear whether the pump contained fentanyl. It was noted that an MRI was not performed. The next pump refill date was thought to be a few weeks away. It was later reported on (B)(6) 2012 that the patient's ptm (personal therapy manager) displayed error code 8476, which indicated a motor stall. The plan was for the patient to be seen in the pump managing healthcare provider's (hcp) office on (B)(6) 2012. It was later reported that on (B)(6) 2012 the patient again was seen in the ER to have the "pump checked". The cause of that particular ER visit was unclear. It was later reported that the patient's pump was replaced on (B)(6) 2012 due to motor stalls. The patient outcome was not provided. Additional information has been requested, however was not yet available at the time of this report.

Event description:
Additional information: it was reported the patient was never having therapeutic effect. The pump was reprogrammed approximately 3 weeks ago by the health care provider (hcp) and the patient continued to have pain. The patient indicated they were "sick as a dog from withdrawal due to not being able to receive his bolus". The hcp was still trying to figure out the correct dosing. The patient was still being denied boluses via their ptm even though he shouldn't be. The patient planned to follow up with the hcp (B)(6) 2012.

Event description:
The patient had been receiving 8 boluses a day; however, he only received 6 boluses on (B)(6) 2012. When the patient attempted to give himself a bolus it indicated that he had to wait 6 hours until midnight to receive the next bolus. The patient felt this "always happens on saturday like it's planned".

Event description:
Additional information was reported that the motor stall didn't recover; the pump tried several times to start yet failed. The cause of the stall was unknown and all actions to recover the pump were taken by the manufacturer's representatives. The patient was doing well with the new pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump motor revealed corrosion, wear, and lubrication of the gear train. The motor stall was due to the shaft-bearing. The motor was incorrectly positioned and was thought to be a manufacturing issue.

Manufacturer narrative:
The previously reported eval code-conclusions were updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709 (B)(4) , implanted on: (B)(6) 2003 explanted on: unknown; 8835 personal therapy manager (B)(4). (B)(4).

Event description:
Additional information reported that the patient¿s dosage was cut back two times. Initially the physician had high dosage for the patient and then the dosage got cut down dramatically, ¿three-quarters of the way.¿ the patient stated it went down too far too fast or something. When the patient expected to have two more bolus which he couldn¿t get he was in a very uncomfortable situation. The physician had reprogrammed the patient programmer after knowing the patient couldn¿t get the bolus he wanted. The patient stated the pump had been malfunctioning since over the weekend (call day was on (B)(6) 2012).the patient visited the physician on monday in that week, and was given patches and drugs. The patient was either withdrawal or overdosing. ¿it¿s like, like, a giant vacuum on my ass sucking al the food and drugs out, everything.¿ on (B)(6) 2012, the patient heard the alarming in the middle of the night. And then after that, a little while later, he heard the alarm again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).